Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited no disposable clamp tubing alarms five times within the hour. Troubleshooting was performed but the alarm persisted and indicated no disposable clamp tubing. The reservoir volume was 175.8 ml, the rate at 4 ml/hr and given was 16.2 ml. There was a patient involvement and no patient harm/adverse event was reported.